Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) via a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had not charged the implantable neurostimulator (ins) since at least (B)(6) 2019. The rep attempted three 60-minute physician mode recharges and still could not charge the device. The patient was going to see their health care provider regarding a device replacement. A power on reset was also reported. The issue was not resolved at the time of this report.